Event description:
The following information was provided by the initial reporter: it was reported that the device has a missing battery. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion) seal degraded.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device has broken battery compartment and dso (downstream occlusion) seal is degraded. During the visual inspection the customer's problem was confirmed and the battery compartment was replaced with a new one. Additionally, the dso seal was replaced due to degradation and the motor was changed due to being over 6 million revolutions. Pvt (performance verification testing) was conducted. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.